Event description:
It was reported that during the implant procedure, there was rv (right ventricular) lead perforation. The patient's blood pressure dropped and heart rate increased. The physician then pulled the lead back and placed the rv lead on the septum. However, two days later the patient had chest pains and the rv lead had a rise in capture thresholds. A CT (computerized axial tomography) scan showed the rv lead had perforated into the lung. The patient developed cardiac tamponade and required a cardiac effusion. It was also reported that the rv lead had low impedance and loss of capture. The lead was removed and replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, tissue on helix, and there was apparent explant damage.